Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was noted that the left ventricular lead had dislodged and was in the coronary sinus. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.